Event description:
The facility representative reported to baxter global technical services one colleague infusion pump in which failure code 403:317:871:0000 occurred during therapy. The reported condition occurred in the med. Surgery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.this device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 403:317:871:0000 was confirmed but not reproduced. The reported condition is due to slave communication time-out failure. Power pump off then on to clear 403:317:871:0000. (B)(4)

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).